Manufacturer narrative:
The device was received with the cannula assembly not deployed and the pink slide insert was also not visible through the viewing window of the top housing. Inspection of the drive mechanism found contamination on a commutator cap finger which led to rotational abnormalities observed in the download data and first prime ending prematurely at 32 pulses. The contamination observed on the commutator cap resulted in the needle not deploying. Not enough pulses were delivered to deploy the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.